Event description:
Reportable based on device analysis completed on 01-jun-2022. It was reported that crossing difficulties were encountered. The distal target lesion was located in the severely calcified left circumflex artery. A 4.50 x 12 synergy drug-eluting stent was advanced for treatment. However, during procedure, the device was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. The patient status was fine. However, returned device analysis revealed stent was not returned.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 4.50 x 12 mm stent delivery system was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
B5- describe event or problem updated. Device evaluated by MFR.: the synergy ous mr 4.50 x 12 mm stent delivery system was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(4) 2022. It was reported that crossing difficulties were encountered. The distal target lesion was located in the severely calcified left circumflex artery. A 4.50 x 12 synergy drug-eluting stent was advanced for treatment. However, during procedure, the device was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. The patient status was fine. However, returned device analysis revealed stent was not returned. It was further reported that the device had been removed safely from patient, but when physician checked the stent status post procedure, it was demounted from balloon accidentally. After the procedure, patient was stable.